Event description:
The customer reports two occurrences of the single use distal cover coming off an evis exera iii duodenovideoscope during a procedure. Case with patient identifier (B)(6) reports the distal cover used in procedure 1 of 2. Case with patient identifier (B)(6) reports the scope used in procedure 1 of 2. Case with patient identifier (B)(6) reports the distal cover used in procedure 2 of 2. Case with patient identifier (B)(6) reports the scope used in procedure 2 of 2. Procedure two: the customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a single use distal cover, the distal cover fell off the scope in the patient¿s esophagus as the scope was being removed. The distal cover was retrieved using a gif scope and biopsy forceps. The patient did not experience any adverse effects as a result of the distal cover coming off. The patient¿s current condition is described as good. There were no procedural anatomical challenges that could have caused or contributed to the distal cover coming off. There were no abnormalities in the appearance of the scope or distal cover before or after the procedure. No anti-fogging agents were used during the procedure. There were no endotherapy devices used during the procedure

Manufacturer narrative:
This event has been reported by the importer on MDR# 2429304 - 2022 - 00066. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to provide investigation results. The device history record (DHR) for the complaint device could not be reviewed since the serial number was not provided. Olympus does not ship devices that don¿t meet all design and safety specifications. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information ¿ please read before use: precautions: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. The exact cause of the event couldn¿t be conclusively identified. However, based on the investigation findings and the past investigation results reported event may have occurred because the distal cover was easy to come off the subject device due to improper attachment of the cover to the device.